Event description:
It was reported that blood did not enter the bd vacutainer® safety-lok¿ blood collection set after a successful puncture with the slbcs during use. This occurred on 50 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "the blood does not enter into the vacuum tubes after a successful blood venipuncture with slbcs".

Manufacturer narrative:
Correction: the correct manufacture and expiration dates for the reported lot number have been provided by the customer. The following fields have been updated: d.2. Medical device lot#: 19h14t1. D.4. Medical device expiration date: 2021-08-01. H.4. Device manufacture date: 2019-08-15.

Event description:
It was reported that blood did not enter the bd vacutainer® safety-lok¿ blood collection set after a successful puncture with the slbcs during use. This occurred on 50 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "the blood does not enter into the vacuum tubes after a successful blood venipuncture with slbcs."

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and tested and the customer's indicated failure mode for clogged with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation and testing and upon completion, no issues were observed relating to clogged as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. The reported lot # [19h14t1] was not found for the reported catalog # [367282]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that blood did not enter the bd vacutainer® safety-lok¿ blood collection set after a successful puncture with the slbcs during use. This occurred on 50 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "the blood does not enter into the vacuum tubes after a successful blood venipuncture with slbcs."